Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain") and pelvic discomfort ("discomfort"). At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, migraine, fatigue, alopecia, rash, abnormal weight gain and pelvic discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: case (B)(4) was detected as follow-up for case (B)(4). There is a discrepancy in product start date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: unconfirmed quality defect. Amendment: the report was amended on (B)(6) 2018 for the following reason: after internal review, it was noticed that the sd from (B)(6) 2018 belongs to another consumer (case (B)(4). The event heavy bleeding was deleted and case was downgraded to other event since this consumer did not perform total hysterectomy and salpingectomy. No new follow-up information was received from the reporter. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroid, dysfunctional uterine bleeding, anemia, vaginal bleeding and menorrhagia. Plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Concurrent conditions included fever since (B)(6) 2018 and uterine myomatosis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the abdominal distension, migraine, fatigue, alopecia, rash, abnormal weight gain and pelvic discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, genital haemorrhage, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: case 2018-055781 was detected as follow-up for case 2017-064573. Start date of essure was changed from (B)(6) 2011 to (B)(6) 2011. Reporter added. There is a discrepancy in patient date of birth and product start date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and mr were received - case become "incident". Reporter added. The following events were provided: bleeding genital. Product stop date added. Event outcome of back pain, pelvic pain, abdominal pain and genital bleeding updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/severe pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: paragard intrauterine device. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain") and pelvic discomfort ("discomfort"). At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, migraine, fatigue, alopecia, rash, abnormal weight gain and pelvic discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: case (B)(4) was detected as follow-up for case (B)(4). There is a discrepancy in product start date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/severe pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: paragard intrauterine device. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain") and pelvic discomfort ("discomfort"). At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, migraine, fatigue, alopecia, rash, abnormal weight gain and pelvic discomfort had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: case (B)(4) was detected as follow-up for case (B)(4). There is a discrepancy in product start date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.